Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right atrial (ra) lead, the right ventricular (rv) lead which had been successfully placed became dislodged. The physician noted the rv lead tines were spread out and a different rv lead was implanted. The ra lead was unable to be placed as the physician "could not find a good spot." A different ra lead was implanted. No patient complications have been reported as a result of this event.